Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician reported that the v60 ventilator failed the electrical safety test, and that the resistance exceeded the allowable range. It was reported that the power cord required replacement. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The device was repaired, and the service engineer (se) reported that the power cord was replaced to resolve the issue. The device was tested, and verification procedure were performed, the device settings were then restored to factory, and all the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.